Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "one (1) fluoroscopic still image was provided in which the sgc and two implanted clips can be seen indicating the image was taken post deployment of the second clip (no reported issue). The top clip appears to be in a fully closed position and is presumably the second clip. Conversely, the bottom clip is opened to a notably larger degree and is the first implanted clip reported for clip opened while locked (cowl) during lock line removal. The clip arm angle appears to be ~40° - 45°. While this is an estimation based on visual assessment with the unaided eye and is not confirmed, it is apparent the reported clip is opened beyond the typical fully closed position per the instructions for use (IFU). Per reported incident details, a cowl was observed during lock line removal. It is unclear if the observed arm angle of ~40° - 45° was due to the user deploying the clip with the post-lock line removal / cowl arm angle or if the clip was re-closed after lock line removal, prior to detachment, and a post deployment cowl had occurred as well. There was no mention of re-closing the clip after it opened during lock line removal or performing the second efaa check in the reported incident details. It should be noted that per the instructions for use, after the lock line is removed (per step 32.1.2), step 32.1.3 instructs the user to conduct the second efaa check and provides the following note: "the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position". Per the IFU and by design, the user is able to re-close the clip after the lock line is removed and is instructed to do so if the clip arm angle is observed to change during these steps. After the clip was reportedly observed to open to during lock line removal, the user should have re-closed the clip and conducted the second efaa check in accordance with the IFU. Based on the reported incident details and cine provided, it is unclear if the user performed step 32.1.3, as described. It is recommended that follow up be sent to the account to confirm all steps were performed in accordance with the IFU.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, while removing the lock line, the clip opened from approximately 25 degrees to approximately 80 degrees. To stabilize the opened clip, an additional clip was implanted, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.